Manufacturer narrative:
Submit date: 08/02/2016. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, the following potential causes were identified: inattention, misuse, error in catheter placement, excessive force when inserting the catheter, incoming inspection not performed, or defective material. This event is addressed through a corrective and preventative action (CAPA) and health hazard evaluation (hhe), no additional actions were required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. Quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The actual device involved was a palindrome catheter; however the sample received was a (B)(6) catheter without the red adapter. The catheter came inside a generic plastic bag and did not present signs of use and the red adapter was detached from the extension and it was not presented in the sample returned, for this reason the reported defect could not be confirmed. Manufacturing performed 100% inspection for cracked adapters as per procedure. The qa in-process inspection and the incoming inspection were performed. Additionally, no deviations were found after DHR review and no defects were identified in the sample received. The instructions for use (IFU) state that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time. The most probable root cause could be over tightening the adapter. A corrective and preventive action (CAPA) will be addressing this failure mode. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4), 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 7/6/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states blood leakage was found at the artery port of the catheter and dialysis could not be completed.